Manufacturer narrative:
Per patient's surgeon, the patient underwent a second skin flap revision surgery on (B)(6), 2011. Implanted device remains.this report is filed (B)(4), 2012. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent skin flap reduction surgery on (B)(6), 2011. The implanted device remains.